Manufacturer narrative:
Patient information is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation with variable angle (va) first tarsometatarsal (tmt) fusion plate was applied to surgery for hallux valgus. During the surgery, screws were inserted into holes on the plate using a variable angle guide. However, two screws could not be locked on the screw holes. Then, when the screws were replaced with other ones, they could be locked on the plate properly. The surgery was completed successfully within a 30-minute delay. There was no adverse consequence to the patient. Patient outcome was stable. The surgeon commented that the event was not due to his technique but due to the affected screws because other screws could be locked on the plate properly. Concomitant device: plate (part: unknown, lot: unknown, quantity: 1). This report is for a 2.4mm titanium (ti) va locking screw stardrive 26mm-sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: please note, this DHR review is for sterilization procedure only: part no.: 04.210.126s; lot no.: 33326426; manufacturing location: selzach; supplier: frueh ag; release to warehouse date: 12.jan.2010; expiry date: 01.jan.2020. Non-sterile 04.210.126 / 6279932 was manufactured in us, monument: manufacturing location: monument; manufacturing date: december 11, 2009; part no: 04.210.126, 2.4mm ti va locking screw stardrive 26mm; lot number: 6279932 (non-sterile); lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional, final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.